Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes. Meter and test strips were returned. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had not improved and she currently had symptoms of frequent urination and thirst. Customer states she had gone to the doctor on (B)(6) 2024 for blood work to confirm if she has diabetes as she has not been diagnosed as a diabetic. Customer stated she has a follow-up appointment on (B)(6) 2024. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing the same symptoms. Customer stated that her lab blood test result had been 116 mg/dl fasting. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 4: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer initially called for training on using the true metrix air meter; customer had just purchased from the pharmacy. During the call, back to back blood tests were performed by the customer and produced e-2 error message using true metrix air meter. The test strip lot manufacturer¿s expiration date is 08/31/2025 and test strips were opened day of call. The customer reported symptoms of tingling in her hands and a loss of taste and smell. Medical attention was not needed at the time of the call. Customer stated the symptoms had started prior to her using the product; customer stated she had purchased the true metrix air meter due to the symptoms she was experiencing.